Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose (bg) level was 415 (mg/dl) with moderate levels of ketones. A manual injection was delivered to address bg level and water was consumed to address ketones. Reportedly the customer has manual injections as alternate insulin therapy.